Manufacturer narrative:
H3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. An analysis of the customer provided images revealed that t1 was too far forward on the needle, indicating that it had been partially deployed. The picture was taken after the device had been removed from the original packaging. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: read these instructions completely prior to use. Prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. The complaint was confirmed, and the root cause was associated with transport or storage. Factors that could have contributed to the reported event include rough shipping and handling, an impact event during transportation or at the customer site, or improper techniques for opening packaging.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy the fast fix package was opened carefully, it was founds that one of the anchor was not sufficiently tucked into the needle. The doctor decided to used the device and began to install it and when the first click happened both anchors came out. The procedure was completed with a backup device and no significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.